Event description:
An optician reported that a patient visited an ophthalmologist who diagnosed keratitis in the left eye associated with wear of precision uv contact lenses. The ophthalmologist reported that the patient experienced severe pain & was treated for a central corneal ulcer, left eye. Treatment consisted of ciloxan, zelitrex and vitamin b12. The incident resolved with no scarring or loss of visual acuity. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." Two (2) unopened complaint samples returned for investigation were found to meet specifications for all parameters evaluated. The device history records & sterility records have been reviewed and found to be in compliance.